Event description:
It was reported that there was a white floating particle in a large volume infusor. The device was filled with an unspecified amount of fluorouracil. This was observed during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured november 10, 2014 - november 11, 2014. Visual inspection revealed a white floating particle in the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.